Manufacturer narrative:
(B)(4). Insulin pump received with missing segment, partial display due to cracked and bleeding lcd glass. Unable to perform displacement test due to the missing segment. Also, unit had cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on the screen and damaged at retainer ring. Customer stated that reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.